Event description:
Caller states that they performed the following tests back to back: 334mg/dl, 124mg/dl, and 114mg/dl. No treatment was received and no adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.